Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On november 23rd 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter displayed inaccurate high results compared to her feelings / normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that alleged product issue took place a few times since (B)(6) 2016 prior to contacting lfs. On this occasion the patient stated that she was experiencing symptoms of ¿hungry and shaky¿ on an unspecified date and time prior to the alleged product issue. The patient reported that she obtained a blood glucose result of ¿8.x mmol/l¿ which she compared to her feelings-(symptoms). Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported she self-treated the symptoms by consuming food ¿raisins¿. The patient denied using another device to obtain a blood glucose result. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient¿s test strips were stored incorrectly, in the ¿washroom¿. The patient did not have control solution or test strips to perform a test. The patient¿s products were replaced and requested back for evaluation. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.